Manufacturer narrative:
The customer reported problem was unknown. The device was repaired, retested and returned to the customer. Based on the file review, complaints escalation, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Error 120.4370.5 (low 8v failure). Damaged power supply board, front case, both iui, and missing handle. There is no patient involvement. (B)(4). After testing pcu still tur ning off and on, on it's own. Seems haunted.